Event description:
As per new information ¿air bubbles are to be considered a hazard and will not be classified as a serious injury and probe body/engine is broken, cracked or detached from the engine is not considered a reportable malfunction¿ because a serious injury has not occurred.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of air bubbles are to be considered a hazard and will not be classified as a serious injury and probe body/engine is broken, cracked or detached from the engine is not considered a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that while shaving, air came out of the probe, front part of the probe was loose, and could remove the front plastic part from the back. While pulling the probe with hands it got split it into two parts during vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no patient impact.